Event description:
It was reported that the right ventricular lead had increased in impedance and had a slightly elevated threshold. The physician decided to explant and replaced the lead. The lead was seriously damaged during the extraction procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the proximal conductor was fractured. It was also noted that the defibrillator conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and there was tissue on the helix.